Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently currently hospitalized due to a high blood glucose level of 753 mg/dl. Customer stated that he was not receiving insulin due to a bent cannula, but did not receive any alarms. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not performed; customer stated that he would call back. The insulin pump was not replaced or returned for analysis.